Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Initial reporter: the contact¿s phone number was not provided this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before use on a patient, it was discovered that the motor device had a functional issue. It was further determined that the drill of the device could not be taken off. It was further determined that the locking components were damaged, the coupling was defective and the hose was inflated. During the pre-repair diagnostics assessment, it was determined that the device failed for safety, cutter lock and for rotations per minute (rpms). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.